Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to finger stick. Pen needles were not returned for evaluation. Manufacturer attempted to contact customer on several occasions to ensure the customer's initial concern has been resolved -unable to establish contact with customer.

Event description:
Consumer reported complaint for needle stick. Pharmacist reported complaint via e-mail on behalf of customer. Customer reported that the true plus pen needle did not go into the skin smoothly, and that when he tried to unscrew the needle it did not come off and he has stuck himself a couple of times. Pharmacist was contacted via telephone. Pharmacist provided contact information for doctor who could provide further information and message left at doctor's office. No further information was able to be obtained.